Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for three patient samples tested for multiple assays. Of the affected samples, one patient sample tested for gluc3 glucose hk gen.3 (glu) and a second patient sample tested for chol2 cholesterol gen.2 (chol) on the cobas 6000 c (501) module - c501 had erroneous results. No erroneous results were reported outside of the laboratory. The first sample initially resulted with a glu value of 4.03 mg/dl on (B)(6) 2018. The sample was repeated on a second c501 analyzer, resulting as 103.1 mg/dl on (B)(6) 2018. The second sample initially resulted with a chol value of 16.1 mg/dl on (B)(6) 2018. It was not clear if this sample was initially tested on a different c501 analyzer. A clarification has been requested. The sample was repeated on a roche integra analyzer, resulting as 109.09 mg/dl. No adverse events were alleged to have occurred with the patients. The lot numbers and expiration dates of the glu and chol reagents were asked for, but not provided.

Manufacturer narrative:
Calibration and qc data were acceptable alarm trace showed no events. The investigation was unable to find a definitive root cause